Manufacturer narrative:
E.1.: initial reporter phone: (B)(6).

Event description:
It was reported that the balloon ruptured. The 10 cm calcified, eccentric and mixed morphology target lesion was located in the in the straight superficial femoral artery (sfa). A 6.0mm x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for a procedure to treat the stenosis in the sfa. The lesion was pre-dilatated with a normal 0.35 balloon. When the 6.0mm x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was inflated for the first time inside of the patient, the balloon ruptured at 6 atmospheres. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event and the patient was stable post procedure.